Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, high capture thresholds and high impedance were observed on the lv lead. The lead was replaced. The patient was stable.

Event description:
New information received notes that the lv impedance was high and out of range. There was no allegations of lead malfunction as the issue was due to patient's anatomy.

Manufacturer narrative:
Analysis was normal. No anomalies were found.